Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's spouse reported via phone call that the customer had a blood glucose in the 300 mg/dl and 400 mg/dl range due to a bent infusion set cannula. The patient attempted to treat via insulin pump bolus; she also has access to manual insulin injections but she has not used that yet. The spouse stated that the bent cannulas were a recurring issue. The customer was advised to change their entire set, reservoir, and insulin and treat per health care provider's instructions. The spouse recognized that the bent cannulas were the cause of the high blood glucose, but he still requested a tubing clamp in order to test the no delivery alarm. No products were returned and a tubing clamp was shipped to the customer.